Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 7x100 mm absolute pro vascular stent was half way deployed in a straightforward case in the right iliac artery when the thumbwheel would no longer turn to deploy the stent. The handle of the stent delivery system was opened and the stent was successfully deployed at the intended lesion using trouble shooting maneuvers. The physician was happy with the results. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The deployment difficulty was not confirmed as the stent was not returned and the handle was disassembled. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deployment issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.